Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, blank display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was 531 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for blank display was performed. Customer advised the insulin pump went blank immediately after being exposed to moisture from the swimming pool. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with corroded battery tube and moisture damage on electronics and motor assembly noted.